Event description:
It was reported implant was placed, a profiler piece got stuck so we had to remove the entire implant and place another. Tooth 3. Symptoms as a result of the event: other: the profiler piece got stuck in the implant. Surgical/medical intervention required for permanent damage: no. Was there a delay during the procedure: yes, had to place a different size. Additional appointment required: no. Was the procedure completed using another implant or another device: profiler was identified as an ibpgp.

Manufacturer narrative:
Zimvie complaint number (B)(4).

Manufacturer narrative:
One 3i t3 non-platform switched parallel walled implant (boss510), one certain guide for bone profiler (ibpgp) were returned for investigation (see images attached). Visual/physical evaluation of the as returned product identified signs of use (bone/blood residue around external threads). The devices could not disengage. Note: this investigation addresses the bone profiler guide (ibpgp). DHR review could not be performed since the lot number associated to the item was not provided. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the ibpgp dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformance's/CAPA/hhe/d/ie/product holds for the reported product for similar events (complaint category keyword: does not disengage/release). The customer did not submit images for the reported event. Review of appropriate documentation: documents reviewed: instructions for use for biomet 3i kits and instruments (p-zbdinstrp) rev e - 2022/04/01. Information identified: precautions. Per the applicable IFU, ¿surgical instruments and instrument cases are susceptible to damage for a variety of reasons, including prolonged use, misuse, and rough or improper handling. Care must be taken to avoid compromising their performance¿. Based on the investigation and risk management file review, the most likely root causes determined were customer errors. Therefore, based on the available information, device malfunction did occur, and the reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information available at the time of this report.